Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Unfortunately, the subject device was returned to the MFR without the staple cartridge. Therefore, co could not confirm or reliably determine the cause for the difficulty reported.

Event description:
During lung resection procedure, the staples did not form properly and bleeding occurred. The surgeon applied another device to correct the condition.